Event description:
A malfunction was reported with the pump displaying a "malf 0" code that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, advising the customer to use multiple daily injections (mdi) as backup therapy during the interim. They provided instructions for putting the pump in storage mode and steps to return the faulty pump. A replacement pump with updated software was sent to the customer.